Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported by that during a low anterior resection, the doctor went through the sequence of using the device and created two complete "washers" after use but the knife blade didn't come up and crunch the washer or cut the tissue. A leak test was performed and passed the leak test. There were no patient consequences reported. Rep wanted to know if there was anything else that needed to be watched for. Leak test performed without issues. Nurse advised to have surgeon follow patient as he normally would.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/1/2019. Batch # r5a33g. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Updated device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. Additional engineering analysis was performed.the device was visually reviewed upon secondary evaluation, with no visual issues observed. The device was reloaded with staples and a new washer. It was then hand fired on test skin at the high ¿b¿ setting. Firing was performed by quality engineer. No malformed staples were observed during firing. The washer was cut during the firing stroke and the test skin was cut with a properly cut donut. Some minor movement of the ferrule was noted during the firing, but it was not significant, and not enough to cause a functional issue. A visual review was completed of the test skin staple forms and the results were found to be conforming according to manufacturing specifications. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.